Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument froze, stopped cutting. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument to have a dislodged blade. Visual inspection showed blade was exposed between the grips. The self-test would not pass. A slight biodebris was found on both blade tracks. Neither blade cable nor blade was bent. The instrument passed self test with no error messages after the blade was re-seated. Failure analysis investigation also observed that the snake wrist was dislodged. The instrument was still able to be placed on the system and it was recognized. However, the instrument did not engage due to the dislodged snake wrist. The instrument was difficult to remove through the cannula. There were no pieces or material missing. The customer reported complaint does not in itself constitute a MDR reportable event; however, the dislodged snake wrist found during failure analysis if to recur could cause or contribute to an adverse event.